Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).